Event description:
A pt had the tulip filter placed prior to abdominal surgery, one week post filter placement, the pt developed lower extremity edema. Pt was taken to radiology and diagnosed with a thrombosed vena cava. Thrombolytic therapy was used as well as balloon angioplasty and thrombectomy. Pt then went on to have renal failure as well as multi-organ failure and eventually died.